Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation with a disposable battery that was depleted. The customer's report was verified and attributed to the user not following the recommendation for managing the device in clinical use. A review of the device log indicated the device was stored without electrodes attached (clinical readiness) which means it would be in a red state. Clinical readiness is important and necessary for the device to execute automated readiness testing which includes device functionality and battery state. In a red x state the device also emits an audible beep as an alert in addition to the visual indicator. The customer was advised to store the device with pads attached at all times and remove the device from service if it's in a red state following the operators guide. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.